Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the distal set-up joint (dsuj) involved with this complaint to perform failure analysis. The dsuj was analyzed, tested and failed the tornado twang test. The error code 23118 was replicated during testing and was confirmed through system log review. The motor module was replaced. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) while docking the system and stated that universal surgical manipulator 4 (usm) was faulting when attempting to use the patient clearance buttons. Prior to calling, the customer restarted the system, and at the time the system was powered back on with error 23118 asking to disable the arm. The isi tse walked the customer through several hard power cycles and exercised arm 4 with no change. The customer was electing to bring in another patient side cart (psc) from a different system to continue with the procedure as they needed all 4 arms. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the distal set-up joint (dsuj) due to repeated 23118 errors on the tornado axis. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.